Event description:
Same case as MDR ID: 2134265-2015-00759. (B)(4) clinical study. It was reported that asymptomatic ischemia occurred. In (B)(6) 2012, the patient presented with asymptomatic ischemia. The 99% stenosed,10mm long, new, concentric, type b2, with a > 45 degree and <= 90 degree angulation and timi 2 flow target lesion was located in the bifurcation area of a mildly tortuous proximal and mildly calcified mid left anterior descending (lad) artery. The lesion was treated with placement of 2.5x24mm promus element¿ stent at 12 atmospheres. Following post dilatation, visual residual stenosis was 0% with timi 3 flow. Target lesion #2 was 90% stenosed, 24mm in length with target vessel diameter of 3.0mm, concentric, diffuse lesion with more than 2cm in length, type c, with a <=45 degree angulation, and timi 3 flow located in a mildly tortuous in proximal and mildly calcified first diagonal branch. The lesion was treated with a 3.0x16mm promus element¿ at 14 atmospheres. Following post dilatation, visual residual stenosis was 0% with timi 3 flow. Two days post procedure, the patient was discharged. In (B)(6) 2013, the patient presented with an anterior wall ischemia. The patient underwent coronary angiogram (cag) and no other intervention was performed. One day from the onset of symptoms, the outcome of the event was good.

Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).